Manufacturer narrative:
(B)(4) date sent: 2/9/2026 b3: unknown d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. How was the product purchased? 2. Could you please confirm if the vendor is authorized by (B)(6)? 3. Is there an indication of how the product was distributed? 4. Is there any indication of the source? 5. Based on the packaging, is there any indication of which market the original genuine product may have come from? 6. Please provide a picture (if available): investigation summary: a photo was submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst60t, lot # 532t61, exp. Date: 2027-04-30. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos and lot reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence reported. No additional information provided.